Event description:
During routine testing, the user reportedly noted output of the vaporizer was higher than expected. There was no report of pt involvement. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.